Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
Ous MDR - it was reported that approximately 2 months after the implant intermittent loss of capture and low pacing impedance (<200 ohms) were noted. The lead was apparently not properly fixed in the sleeve. Since the fixation was corrected there is no further complaint about the performance of this lead.